Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v487156, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v487156, ubd: 03-jun-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they had a revision done on (B)(6) 2011, they though the revision was done because there was some issue with the wire/lead. No patient symptoms were reported. No further complications were reported or anticipated.